Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device fell into the patient's body during a unknown procedure and with a unknown device. The fallen pieces were retrieved with forceps. The user finished the case with another device and there was no patient injury.

Event description:
Additional information received: it was reported that the device malfunction occurred during reprocessing and it fell off inside of the channel but nobody found it before the surgery. The subject device fell off into the patient's stomach.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to field (d10) and an update to field (b5, h3, and h4). The device was evaluated by olympus, and the brushing head was broken off from the cleaning brush. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the broken brush hair falling into the patient's body may be attributed to the use of the device without noticing any broken parts that remained inside the scope channel. It was noted that a damaged part was left inside the channel, olympus cannot deny the possibility that it was caused by not using bw-20t (channel cleaning brush) according to the instruction manual. Additionally, it is possible the brush head was broken off due to continued use of the consumable equipment. The root cause of the reported issue could not be identified. -chapter 3 cleaning, disinfection, and sterilization procedures -brushing the channels -warning "the channel cleaning brush is a consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the channel cleaning brush is free from any damage or other irregularities before and after use. If a part of the brush comes off inside the endoscope, immediately retrieve it and carefully confirm that no parts remain inside the channel of the endoscope by passing a new cleaning brush or other." "Endotherapy accessory through the channel. Any parts left in the channel can drop into the patient during the procedure." "Depending on the location, the missing part may not be recoverable by passing a new brush or other endotherapy accessory through the channel. In this case, contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the whole brush fell out of the scope and into the patient¿s stomach during a gastroscopy procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5 to include information that was inadvertently not included in the previous submission.